Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. The event of necrosis is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. The reason for reoperation: necrosis, knot on top of implant and a seroma. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. This is a known potential adverse event addressed in the product labeling.

Event description:
Patient reported left side "necrosis," "separated the cartilage¿ and "knot at the top of the implant, and seroma build up". Device has been explanted.